Event description:
Hcp reported catheter failure. The pt was experiencing erratic dosing. The device was explanted but not returned to the MFR for analysis. The pt is reported as stable and doing well.